Manufacturer narrative:
(B)(4). Date sent: 07/19/2016. (B)(4). The analysis results found that the fcs17 device was returned inside its package. Upon visual inspection, a foreign matter was noted to be inside; in addition, the blister and the tyvek from the packaging were damaged; it was noted to have holes in the tyvek and blister. All ees product is 100% inspected prior to release. The information you provided is compiled, monitored, and reviewed on a routine basis for any associated trends. The device will be sent to a laboratory for further evaluation in the damages and the foreign matter. The lot history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the packaging process.

Event description:
It was reported that prior to any unknown procedure, as physically examined today, it was found that there was some dirt or suspended particles found inside the sterile pack of harmonic shears. Devices were not used in a procedure. There were no adverse consequences for the patient reported.